Event description:
Customer reported that the unit was operating on battery then ceased operating. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there wasn't any harm to the patient or user. Through follow-ups, the customer did not have patient's information.